Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of discomfort at the implant site that had been on-going since implant. The patient also reported that they had not had the same level of relief from their bladder symptoms as they did with the temporary lead wires. The patient stated that they had tried all 4 existing programs, and that program 2 was the most effective at approximately 30%. The patient was unsure if they should keep the device of have it explanted. An impedance test did not demonstrate any malfunction. 3 new programs were created, and the patient was instructed to trial each program for at least one week. Afterward, the patient was instructed to turn the ins off for one week, and from one month of experiences they should have enough information to determine if they should keep the device, have a revision, or removal. Additional information was received from a manufacturer's representative (rep) indicating that the patient had a replacement procedure on (B)(6) 2018. No further complications were reported.